Event description:
Caller reported pump malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunctions reoccur, and caller acknowledged understanding.